Event description:
It was reported that it was difficult to aspirate the catheter. The catheter was replaced prophylactically. No pt symptoms were reported. The hcp reported the patient outcome as "no injury". The device system was used to deliver dilaudid, bupivacaine, and clonidine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The report was submitted late by the manufacturer's representative, retraining has been conducted.